Event description:
During a ptca procedure, the quantum maverick monorail balloon ruptured at 18 atms on the second inflation. (The initial inflation was to 6 atms.) The lesion being treated was a very tortuous, calcified, 90% stenotic lesion in the lad coronary artery. The quantum maverick monorail balloon was removed and replaced with another balloon to successfully complete the procedure. A 7f terumo introducer sheath, a route guide wire (size unknown), a 7f mach1 jl4 guide catheter and an everest inflation device were also used in the procedure. No patient injuries or complications were reported.